Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a thr surgery, while impacting the polarstem modular head for 21000662 broke. Surgery was resumed, without any delay, with a back-up device. Patient was not harmed. No further complications reported.

Manufacturer narrative:
H3, h6: it was reported that, during a thr surgery, while impacting the polarstem modular head for 21000662 broke. Surgery was resumed, without any delay, with a back-up device. Patient was not harmed. No further complications reported. The device in scope of this complaint, was not returned for investigation. A review of the complaint history was performed. The occurrence of the reported failure mode is within its expected risk level as per risk management. A review of the risk management documentation verified the failure mode and severity of the reported issue. The IFU (no. 12.23, ed. 03/21) refers to the surgical technique for the correct handling of surgical instruments. The functionality of instruments should be checked and using damaged instruments may lead to early failure to implants. However, in this case it is unclear what may have caused the failure mode. Due to insufficient information it is not possible to perform a review of past corrective actions. There are no indications that the complaint device did not meet manufacturing specifications upon release for distribution. Based on available information, the reported failure mode could not be confirmed. A relationship between the reported event and the device cannot be confirmed. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. No probable cause can be determined. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. Should additional information become available, this complaint will be reopened.